Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.